Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the entire system consisting of pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted due to infection. Additional information was not reported.